Event description:
It has been reported to philips that during a coronary angiography procedure the tube could not be rotated, the table could not be moved up and down and the table was free floating. The user stopped the procedure, without placing the stent. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Add narrative: philips has investigated the reported problem. Analysis of the log file showed that when the user initiated a table height movement there was a slip detected and as a result, the system disabled all motorized table movements. The user performed a warm restart and immediately thereafter two cold restarts. During both cold restarts, the system detected that a geometry button was active and the system disabled all motorized c-arm and table movements. User messages were prompted to inform that motorized movements were not available. Several fluoroscopy runs were performed without motorized being available. 13 minutes after the second cold restart, motorized movements were available, likely because the activate button was reset. By design, when during start up a geometry button is active, the system will disable all motorized c-arm and table movements. A philips service engineer inspected the system onsite. The table slip error was caused by a defective height potentiometer and the potentiometer was replaced. The geometry button active at startup was likely caused by a defective geometry module and the geometry module was replaced. The system was returned to use in good working order. Corrected data: codes updated as per the investigation outcome.